Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. Customer reverted to manual insulin therapy.